Manufacturer narrative:
Date of event is estimated. Date of explant is estimated.

Event description:
It was reported the patient's scs system was explanted on an unknown date due to suspected infection.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. A patient had their system explanted due to a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.